Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) helium tank emptied quickly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was able to solve the problem through the phone. The fse spoke to a bio-med tech and helped him burp the helium tank, which took care of the issue. The tech stated that the unit was good to go and will be returned to service. H3 other text : not returned to manufacturer.